Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Review of the sterilization records show there were no non conformances with respect to the sterilization process. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
A surgery center reported a female cataract patient that had tecnis 1 monofocal model pcb00 intraocular lens (iol) implanted was presented with toxic anterior segment syndrome (tass) on the right operative eye at a one day post-operative exam. The patient was treated with prednisolone drops. A brief description from the surgery center indicated during a one day post op exam, the ophthalmologist noted inflammation and diagnosed tass on four patients. The surgery center indicated the tass may or may not be associated with the iol as there was no indication the iol was defective. Four reports will be filed. This MDR is for the lens implanted in a female patient's right eye.